Event description:
It was reported by service report that the strut on the stair pro was broken and the tread /tracks would not be able to engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.